Event description:
Implanting physician reported for unknown side "suspected to be bia-alcl", "swelling was observed", and "seroma 185cc." Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
The events of "suspected to be bia-alcl", "swelling was observed", and "seroma 185cc" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected to be bia-alcl", "swelling was observed", and "seroma 185cc".